Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter complained of discrepant glucose results for 1 critically ill patient tested on accu-chek inform ii meter serial number (B)(4) compared to a laboratory result. The patient was in cardiac arrest at the time of the test. The patient was tested on the meter by finger stick at 5:14 p.m. With a result of 18 mg/dl. The result from the laboratory from blood drawn at 5:19 p.m. Was 171 mg/dl. The patient was treated with an unspecified dosage of dextrose 50 based on the result of 18 mg/dl. The time of this treatment in relation to the laboratory result is not known. The patient has passed away due to cardiac arrest. The time of death was not provided. Medical assessment of the event stated the administration of d50 does not cause cardiac arrest; the patient was already in cardiac arrest at the time of the test. The inform ii meter did not cause or contribute to the patient death. No further information related to this event will be provided by the customer. Both levels of qc had passed on the meter within 24 hours of this event. The test strips were requested for investigation.